Event description:
A report was received from the USA with info stating that the device upper display had lines in it and that the user facility swapped screens from another device. There was no pt involvement.

Manufacturer narrative:
The user facility was advised to have the device repaired. The covidien customer service engineer (cse) replaced the graphical user interface (gui) central processing unit (cpu) and downloaded rev ak software. The device operated according to factory specifications. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Covidien ref: (B)(4).